Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. A device was returned to the manufacturer for evaluation to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and has visualization of foam particles. In addition to above findings, there was a tobacco contamination and dust/dirt present in the device. The device was routed to scrap. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. A device was returned to the manufacturer for evaluation to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and has no visualization of foam particles. In addition to above findings, there was a tobacco contamination and dust/dirt present in the device. The device was routed to scrap. Upon review of this complaint, there was no reported malfunction of the device that would contribute to insect infestation and contamination. There was also no serious injury or death associated with this complaint. The IFU instructions for the remstar pro c-flex+ device state to never operate the device if any parts are damaged or if it is not working properly. Periodically inspect electrical cords and cables for damage or signs of wear. Discontinue use and replace if damaged. To avoid electrical shock, always unplug the power cord from the wall outlet before cleaning the device. Do not immerse the device in any fluids. Clean the device with a cloth slightly dampened with water and a mild detergent. Let the device dry completely before plugging in the power cord. If you notice any unexplained changes in the performance of this device, if it is making unusual or harsh sounds, if it has been dropped or mishandled, if water is spilled into the enclosure, or if the enclosure is broken, disconnect the power cord and discontinue use. Contact your home care provider. Per the current information, the insect infestation is likely a result of improper device care and is not a reportable event.